Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip a 0.014¿ guidewire was loaded through the tip and an indeflator with pressure gauge was used to inflate the balloon to its rated burst pressure (rbp) 14 atms without any issues and the balloon held pressure the balloon was then deflated in approximately 50 seconds, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a nanocross elite pta balloon with a 45cm 6fr non-medtronic sheath and a 300cm .014 non-medtronic guidewire during treatment of a calcified lesion in the patients right mid superficial femoral artery (sfa).there were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre-dilated with a 3.5x100mm rapidcross pta balloon. The vessel was post-dilated with a 5x150mm nanocross elite pta balloon. A medtronic ac3200 inflation device was used for balloon inflation. 50/50 contrast inflation fluid was used. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device. No issues were noted when inflating, inflated to 8 atm. Deflation difficulties were reported. It was reported that the balloon would not deflate. Physician needed multiple inflations and then deflation attempts to finally deflate the balloon using ne gative pressure. Deflation took 3-5 minutes. The balloon was eventually fully deflated for removal. There was no damage noted to the balloon catheter (i.e. Kinks/stretched catheter) and no leaks were noted. The device was safely removed from the patient. A replacement nanocross elite device was used to complete procedure. No patient injury reported.